Event description:
Affiliate reported that after implantation, the silicone housing was found broken. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the silicone housing was torn and the siphon guard was missing. It cannot be determined when this occurred. It might also be a possibility that the device came in contact with the edge of a sharp instrument as each device is tested for leaks and blockages prior to distribution. Again, this could not be determined. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.